Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the apollo catheter. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found intact and in good condition. ¿ testing/analysis: the apollo catheter was flushed, water exited from the distal tip. No leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned apollo catheter. Further clarification on the exact sequence of events is required to determine if the correct device was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that onyx 18 was observed leaking at the tip of the catheter and leaked into the patient. No medical or surgical interventions were required due to the leak.

Event description:
Medtronic received a report that an intracranial arteriovenous malformation embolization was performed using an apollo microcatheter. It was found to be damaged, so another microcatheter was used and the surgery was completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an intracranial arteriovenous malformation. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery. Additional information received the damage was not noticed upon opening the package. Preparation was not performed prior to the damage being seen. The cause of the catheter damage was not determined. Glue leakage was observed. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the surgeon was worried that the onyx in the catheter was stained with blood, the consumables were rinsed with dmso and saline and noted it might be why the onyx was not found.

Manufacturer narrative:
H3: product analysis. As found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found intact and in good condition. Testing/analysis: the apollo catheter was flushed, water exited from the distal tip. No leaks were detected. Conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned apollo catheter. Further clarification on the exact sequence of events is required to determine if the correct device was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were nor problems with the onyx, and onyx was not embedded in an unintended location.